Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The capsule and delivery system were returned for evaluation. The visual inspection of the delivery device and capsule found no notable conditions. It was reported that the capsule failed to attach to patient's esophagus. The reported issue was plausible. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, first and second capsule failed to attach to the esophagus and was found in the patient's mouth. The deployment device was inserted with the capsule facing the tongue and while the entire device including the handle was maintained in the horizontal plane. The first and second capsule was retrieved from the patient's mouth with an unknown device. A third capsule was attempted to be placed, it attached to the esophagus but failed to detach from the delivery device. The physician verified lack of capsule placement. There was no patient harm.

Manufacturer narrative:
D10 concomitant products: fgs-0635, fgs-0635 cf delivery dev caps bravo x5 (lot#unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.